Event description:
The lay user / patient contacted lifescan (lfs) alleging that the meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) spoke to the patient in 2005 and obtained / verified the following information: in 2005, he went to the hospital, due to the meter readings. In 2005 the pt woke up with chest pains and felt dizzy. He tested his blood glucose and received a 16.8 mmol/l (302 mg/dl) and assumed the meter read 168 mg/dl. He took 35u of lantus and 5u humalg (set amount) and then ate a bowl of cereal. Four hours later, the pt decided to go to the clinic, because his symptoms were getting worse. His reading in the clinic (lab) was 400 mg/dl and he was advised to go to the hospital. The patient went to the hospital and was treated with insulin . He was admitted for three days and the diagnosis was hyperglycemia. The patient's diabetes regimen has not changed. The patient mentioned that on two occasions in 2005 there was a similar incident and he did not go into detail about what happened. The patient does not recall going to the meter settings and changing the uom and claims he does not know whether or not the meter was originally set to the correct uom. He has had the subject meter for over a year and thinks that the meter may have been set incorrectly, since he purchased the meter. The pt would have sought medical attention sooner , if he had known the readings were high. Customer care agent (cca) assisted the patient in changing the uom and sent the patient replacement test strips and control solution. The patient tests 2-3 times a day and takes insulin (set unknown). Therefore, it is reasonable to think that his developing symptoms and a high glucose of 16.8mmol/l could have been contributed to by the meter being in the wrong uom, assuming the meter was in the wrong uom during the previous days and he misinterpreted the results for lower values.